Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. The instrument was found to have thermal damage on the yaw pulley. There was no damage found on the conductor wire. The instrument passed an electrical continuity test.

Event description:
It was reported that during central processing, the customer had found thermal tip damage on the bipolar instrument. There was no patient involvement. Intuitive surgical inc. (Isi) followed up with the customer site and confirmed that the melted tip damage was identified during central processing. There was no indication of energy issues that occurred in previous usage. The customer confirmed they send the instrument(s) out to get cleaned by a third party source. Thus, the third party informed the customer that the instrument(s) had thermal damage after reprocessing. The customer did not notice nor see thermal damage prior to sending the instrument(s) out for reprocessing.